Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been delivering multiple inappropriate shocks to the patient in different episodes. The patient called in order to inquire about ways to turn off tachy therapy. Discussion with the physician was advised. This device remains in service. No further adverse patient effects were reported.